Event description:
It was reported that the device was used during a thyroid procedure, no function. Case was completed with same like product. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was non-functional.